Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device, however the reported issue could not be replicated at that time. The device logs were returned, and upon review the presence of the reported alarms were found. As a precautionary measure, technical support suggested that the customer replace the inspiration block. The inspiration block was returned for analysis; however, the failure analysis lab could not replicate the reported issue; therefore, a definitive root cause is unable to be determined.

Event description:
It was reported that before use, the device experienced a technical failure 316. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.